Event description:
It was reported that the patient experienced loss of efficacy due to intermittent stimulation. The problem started after surgery that was not device related. Stimulation had shut off and was unknown until patient's symptoms returned. With stimulation off the patient's leg "goes wild" and buckles under him. The programmer showed that stimulation was on and the battery was at 75% for three days in a row and it should have been using 25% battery life per day. Stimulation seemed to restart if the recharger was placed over it. The patient was doing "better" since charging to 100%. The device system was "checked" recently when the patient had a hip replacement and computed tomography (CT) scan confirmed everything was working "well." Patient went to the emergency room (ER) after one episode where he could not get up due to his legs buckling underneath him. It was reported that a similar battery problem occurred on (B)(6), but corrected itself by recharging the device. It was also reported that the patient had always had problem charging the device, specifically with getting the antenna in the right spot.

Event description:
The patient was "doing fine" after the device replacement.

Event description:
Additional information received reported that the patient believed that the implantable neurostimulator (ins) was "not working". It was also noted that ins did not deplete normally. It was confirmed that the patient did recover without sequelae from surgery to replace the device. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0454230v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0454230v, implanted: (B)(6) 2004-, product type: lead. For use by user facility/importer(devices only). (B)(4).

Event description:
Additional information received reported that the patient had a hip replacement in (B)(6) 2012. The reporter stated that the device was shut off during the surgery. It was noted that the physician performed a computed tomography scan to make sure the hardware was in order, which it was. The reporter stated the patient had the same reoccurring issues the device would shut off. The reporter stated that a new patient programmer was ordered because of a believed deficiency. It was noted that the implant "showed up having more juice than it should" and the patient believed the charge times did not make sense. It was also noted that the patient was off at time of the call. It was reported later that day that during the hip replacement surgery "extensive electrocautery" was used. It was stated that the pad was placed on the same side as the device implant. The reporter stated that since that time, the patient had been feeling intermittent stimulation. It was noted that the intermittent stimulation resolved with charging. It was also noted that impedance measurements were normal. Subsequent information received reported that the patient had an appointment with his physician on (B)(6) 2012. Additional information received at the end of (B)(6) 2012 reported that the patient's symptoms would "ebb and flow" as the battery voltage depleted close to 75%, then the patient's symptoms would worsen. The reporter stated that device would get charged to full at night and then the patient would be fine, but by the next day the symptoms would return. It was noted that the patient was not doing well and was considering recharging twice a day. The reporter stated that the patient fell a couple of times as well. The implantable neurostimulator recharger statistics indicated that the battery was taking a charge and the battery voltage was not getting "too low." It was noted that the patient had hip surgery at the same hospital as the device implant surgery. It was also noted that the grounding pad for electrocautery was placed in close proximity to the device. Then the device got shut off. It was stated that the patient did not wake for 3 days post-surgery, which was when it was discovered that the device was shut off. The reporter also stated that the patient would get "zombie-ish" when device was off. It was stated the patient had an appointment with the physician sometime in (B)(6) 2012. It was later reported that during the (B)(6) 2012 physician appointment, the patient was instructed to let the device go without recharging for a few days; to see if the device capacity would drop below 75%. It was stated that the system was interrogated and impedance were checked. It was stated that the patient looked good, but no change to symptoms. It was later reported that the patient was scheduled to have the device and adaptor replaced (B)(6) 2012. Any additional information will be included in a follow-up report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37612 activarc mvd, serial # (B)(4)) found no anomaly. Analysis of the adaptor (adaptor 64002 2x4 mvmt pocket adaptor) found no anomaly. Analysis of the plug (accy kit 3550-29 restr plug/clsd boot) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 640002, explanted: 2012 (B)(6), product type pocket adaptor.